Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an unrelated procedure. After the procedure, it was noted that the implantable cardioverter defibrillator exhibited crosstalk resulting in inhibition of pacing. Programming changes were made. The patient was noted to be recovering.